Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; there was a deep cut in the camera cable. According to the device repair history, the device was returned to (B)(4) in september 2016 to repair a water invasion caused by a crack of the video connector. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, there is possibility that the reported event was caused by the following: the ccd unit broke down due to unexpected stress on the camera head¿s main body due to user's handling. Moisture penetrated from the damaged part of the camera cable and the electronic circuit was destroyed, so the camera head and video system center could not communicate. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device was defective. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the image function was completely lost and the endoscopic image was not displayed, due to a defect in the ccd sensor.